Manufacturer narrative:
A case of no ipg communication was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Analysis of cp logs confirmed the ipg was in a non bondable state. No intervention has been scheduled at this time. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's scs ipg became inoperable following a spinal fusion procedure. The device was not placed into surgery mode. A manufacture representative interrogated the system and attempted to recover the device, but was unsuccessful. In turn, the patient may undergo surgical intervention to address the issue.